Event description:
This is a 38-yr-old white female with a 24-yr history of the gradual development of a variety of symptoms, some of which are: fatigue, headache, difficulty concentrating, decreased reading comprehension, forgetfulness, difficulty recalling words, decreased hearing, tinnitus, tachycardia, inappropriate and dysfunctional appetite with accompanying weight gain, myalgia, arthralgia, uncertain gait, weakness, edema. Numerous physicians extensively investigated this pt over this 24-yr period, and they could find no etiology to explain her symptoms. Pt had "mixed metals" in her mouth capable of producing an electrogalvanic effect (five mercury-containing dental amalgam fillings and one semiprecious metal crown). The rest of the physical exam was unremarkable other than some moderate obesity and some dental decay. A recheck of some of her lab values (cbc, sed rate, t3 t4, fasting profile) showed all to be within normal limits. The pt was found to be intolerant to exogenous and endogenous environmental exposures as follows: gasoline fumes, chlorine, solvents, furniture polish, perfumes and tobacco smoke, insecticide residues on fruits and vegetables, artifical colors, preservatives, stabilizers, emulsifiers, cows' milk, bakers' yeast, brewers' yeast, and shrimp. Because of her sensitivity to yeast, the possibility of sensitivity to her own endogenous gastrointestinal yeast (candida albicans) was considered, and a therapeutic trial of oral nystatin was done. Omission of these intolerable inhalants and ingestants produced some improvement in her health, but the pt still suffered many of the symptoms. Reintroduction of any of these intolerable substances aggravated her symptoms. Impression: environmental intolerances of natural and xenobiotic substances resulting from chronic mercury poisoning. Exposure to mercury was increased via the "mixed metals" in her mouth, which produced electogalvanically enhanced dissociation of the metals in the dental amalgam into soluble, readily absorbable ions. Pt had removal of all mercury-containing dental amalgam fillings. At the time of this writing the pt is three months mercury-free, having had all her mercury-containing dental fillings removed. Many of the above symptoms of 24 yrs duration have started to abate. She is somewhat less reactive to some ingestants and inhalants. She has reduced her daily dose of nystatin, and despite this she has continued to improve in all of the above parameters.